Event description:
The operating room mgr reported while using a ktp laser for tracheal stenosis, the laser resistant endotracheal tube was inserted into the pt's tracheotomy, and the surgeon began lasering. Seconds later, he became aware of some charring of the laser shield tube, and began to remove it when it became engulfed in flames. The pt was admitted to the ICU on (B) (6) 2010 and was released on (B) (6) 2010.

Manufacturer narrative:
A bronchoscope confirmed tracheal burn after the incident occurred. Upon release from the ICU, the pt did have some scaring of the trachea, but no intervention was required. The item was returned for analysis. The distal tip was severely damaged, and the inflation cuff destroyed. The product instructions included with each laser et tube states in the warnings: "do not impact the laser shield ii with a laser beam. The reflective aluminium wrapping is exposed and energy of the laser maybe reflected onto the pt's tissue causing injury." Based on past history, our records indicate that an airway fire is an uncommon event, and the product insert includes adequate info (warnings and precautions) for the user.